Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator experienced oversensing resulting in inappropriate therapy delivery. The physician also noted a decrease in pacing impedance with an intermittent loss of capture. An x-ray of the system revealed no remarkable bend in the lead near the header. The physician performed an invasive procedure and noted that the insulation on this transvenous defibrillation lead had pulled away from the rate sensing connector of the lead. The physician elected to remove the rate sensing portion of the lead from service.